Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of an will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a y-port feeding adapter was used during an enteral feeding procedure. According to the complainant, after approximately 3 months of use, the feeding tube cap tore off. The procedure was completed with another y-port feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.